Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and the additional device information and patient information received. A reservoir was received for evaluation. Examination and testing of the returned component revealed a separation at the inlet tube/strain relief junction of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be within an area of confined abrasion. Surface abrasion is noted on the inlet tube of the reservoir. Based on quality's examination, quality concluded the inlet tube of the reservoir was most likely kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.